Event description:
Shortly after implant, the pt felt ill and was unable to have a bowel movement. The pt was hospitalized. The physician believed that this was due to the pt receiving too much anesthesia during the implant procedure.

Manufacturer narrative:
The products remain implanted in the pt and will not be returned for eval. The pt has been released from the hosp and is reportedly doing well. This is the final report.